Manufacturer narrative:
The reported events were dislodgement, no capture, and r-wave amp variation. As received, a complete lead was returned for analysis. The reported events of no capture and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix was retracted and clogged with blood/tissue. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification.

Event description:
Additional information received indicating that loss of capture was noted during the event.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an in-clinic follow up, high capture threshold was noted on the right ventricular (rv) lead. Technical support was contacted and reviewed the session records and determined that there was also low sensing threshold noted on the rv lead. X-ray imaging was conducted which revealed rv lead dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.